Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported perforation of esophagus with use of a 6vt ultrasound probe while using a vivid e9 to perform a tee in two separate instances. The customer requested an investigation of the probe and has returned the probe to ge for analysis. Preliminary assessment by the local service engineer indicated no obvious malfunction, and the assessment is still in progress.

Manufacturer narrative:
Device manufacture date updated. The probe was received from the hospital and evaluated for defects and/or malfunctions. The conclusion of the investigation is that no defects or malfunctions of the probe were observed, and the probe conforms to design specifications. Further review by the ge healthcare medical director determined that direct trauma to the gastrointestinal tract from trans-esophageal echocardiography is a well-documented complication and inherent risk of the procedure, that may be associated with insertion and advancement of the probe and extensive manipulation necessary to obtain the standard cardiac images, even if the probe did not malfunction, as in this case.